Event description:
Pt had pacemaker placed for third degree heart block. Eight months later reported to the emergency dept complaining of having 5 near syncopal episodes in 2 days. Pacemaker battery dysfunction, no output.